Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added to until the biosense webster system is also updated. Therefore the following codes apply: (B)(4).

Event description:
It was reported that a female patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring an attempted pericardiocentesis. During ablation of the cti, a steam pop was suspected to have occurred. Patient became hypotensive with a systolic blood pressure decrease from 99 down to 80 mmhg. Left atrial (la) wall movement was assessed via left anterior oblique (lao) position and confirmed to be immobile, which was thought to be consistent with an effusion/tamponade. Transesophageal echocardiogram confirmed these findings. Pericardiocentesis was attempted, but yielded no drainage. It was thought that a clot may have possibly formed. The patient's blood pressure stabilized with a systolic of 120mmhg. Visual inspection of the catheter tip upon removal from the patient revealed no char. The patient was transferred to the intensive care unit. Patient will require post-procedure follow-up. Medical history includes index pulmonary vein isolation (pvi) in (B)(6) 2015 and initial redo pvi in (B)(6) 2015. Physician did not provide an opinion regarding the cause of the adverse event, however it was noted that the physician does not believe it was related to any hardware malfunction. Transseptal puncture was performed with an unknown needle. Pvi was performed on the right pulmonary veins only. No ablation was performed on the left pulmonary veins. Cti ablation was performed at 40 watts. Irrigated catheter flow was set at 17ml/min during pvi and 30ml/min during cti ablation. There was no procedure delay reported. There were no errors reported on any bwi equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 09/26/2016. (B)(4). It was reported that a female patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring an attempted pericardiocentesis. In addition, during ablation of the cti, a steam pop was suspected to have occurred. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and steam pop remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.